Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer went swimming and did not have the pump and the transmitter within range. Customer moved the transmitter within line of sight of the pump, however issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.